Event description:
The customer complained of experiencing high blood glucose readings. The reported blood glucose reading was 326 mg/dl. The customer stated that when she removed the infusion set from her body there was blood in the cannula. Troubleshooting was performed and found that the time was incorrect. The customer was assisted with correcting the time. The prime test passed. The customer declined to perform the high pressure test. The customer later called back and stated that her blood glucose was still elevated. The reported blood glucose reading was 433 mg/dl. The customer was advised to seek medical attention to treat her blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.